Event description:
During shift checks, the customer noticed that the autopulse li-ion battery (s/n (B)(4) did not power on autopulse platforms. The battery's status leds were showing 4 solid green lights, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.